Manufacturer narrative:
Integra has completed their internal investigation on march 03, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cusa excel handpiece serial number (B)(4) was returned to (B)(4) for failure analysis investigation. The c2602 handpiece was received under RMA# (B)(4) on the 15-jan-2016 and investigated for the reported failure ¿cusa excel handpiece rattled.¿ during investigation it was observed that no fault has been found. Handpiece was testing to specifications. The DHR review has been deemed satisfactory. Date of manufacture: oct-2005. No non-conformance issues or reports were raised during the manufacturing process for this handpiece. Test records for cusa excel handpiece serial number (B)(4) were reviewed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel handpiece been released. No trend has been identified. Conclusion: the customer complaint incident ¿cusa excel handpiece rattled¿ was not verified and duplicated. The root cause not determined; root cause of the handpiece with rattling issues was not duplicated, as handpiece was testing to specifications, therefore no fault found.

Event description:
It was reported that the c2602 cusa excel handpiece rattled. The incident took place on (B)(6) 2016 during a liver resection procedure. The device was not in contact with the patient and no patient injury or death was alleged. The age and gender of the patient were not provided. The patient was under anesthesia when the dysfunction occurred and the event did lead to a few minutes of increase in surgery time. The medical staff was able to complete the surgery with another handpiece, which was available.